Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified femoral artery. Attempts to cross the lesion were unsuccessful due to the calcified lesion. The guide wire was being advanced against plaque, when a separation at about 5 to 10 centimeters from the tip was observed on x-ray. After retraction of the guide wire from the patient's anatomy, the distal end of the guide wire was observed to be kinked with a noticeable separation; however, it was stated that it was not fully separated. A new non-abbott guide wire was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.